Event description:
It was reported that the patient had started therapy at 4am at arctic sun device after completing services in catheterization laboratory. Nurse had received alert about flow and air leak, flow rate was currently 1.2-1.5 l/m, all 4 pads were connected, and the device was not against the wall. Mss advised to straighten all lines and ensure no bends or kinks. Mss had asked the nurse to stop the therapy, drained pads and disconnected. Mss walked through reconnecting using proper technique and verifying with audible clicking noise. Nurse restarted therapy and had nurse to check diagnostics, patient temperature was 36.2c, outlet monitor temperature was 7c, outlet control temperature was 7.1c, inlet temperature was 9.3c, chiller temperature was 5.1c, water flow rate was 3.0 l/m, inlet pressure was -7.1 psi, circulation pump command was 100 percent, mixing pump command was 100 percent, heater was 0 percent, system hours were 2589.8 and pump hours were 2333.1. Nurse stated that the device settled with flow rate of 3.2 l/m. Per follow-up on (B)(6) 2022, it was reported that the nurse had flow rate issues when they started the therapy in the arctic sun device. Nurse had already disconnected and reconnected the pads which seemed to increase flow rate for a while, but the flow rate had dropped again, flow rate was 1.5lpm, inlet pressure was -6.9psi, circulation pump command was 59 percent. Mss had nurse to check fluid delivery line for damage and tubing for kinks and obstructions. Nurse stated that the flow rate temporarily went to 3.3lpm, but then dropped back down to 1.6lpm. Mss determined that the patient went to catheterization lab with gel pads in place before arriving in intensive care unit and starting the therapy. Mss recommended to test each pad in manual control, but nurse stated that they did not have time. Mss suggested nurse to send the device to biomed for troubleshooting.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic gel pads ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had started therapy at 4am at arctic sun device after completing services in catheterization laboratory. Nurse had received alert about flow and air leak, flow rate was currently 1.2-1.5 l/m, all 4 pads were connected, and the device was not against the wall. Mss advised to straighten all lines and ensure no bends or kinks. Mss had asked the nurse to stop the therapy, drained pads and disconnected. Mss walked through reconnecting using proper technique and verifying with audible clicking noise. Nurse restarted therapy and had nurse to check diagnostics, patient temperature was 36.2c, outlet monitor temperature was 7c, outlet control temperature was 7.1c, inlet temperature was 9.3c, chiller temperature was 5.1c, water flow rate was 3.0 l/m, inlet pressure was -7.1 psi, circulation pump command was 100 percent, mixing pump command was 100 percent, heater was 0 percent, system hours were 2589.8 and pump hours were 2333.1. Nurse stated that the device settled with flow rate of 3.2 l/m. Per follow-up on 12jan2022, it was reported that the nurse had flow rate issues when they started the therapy in the arctic sun device. Nurse had already disconnected and reconnected the pads which seemed to increase flow rate for a while, but the flow rate had dropped again, flow rate was 1.5lpm, inlet pressure was -6.9psi, circulation pump command was 59 percent. Mss had nurse to check fluid delivery line for damage and tubing for kinks and obstructions. Nurse stated that the flow rate temporarily went to 3.3lpm, but then dropped back down to 1.6lpm. Mss determined that the patient went to catheterization lab with gel pads in place before arriving in intensive care unit and starting the therapy. Mss recommended to test each pad in manual control, but nurse stated that they did not have time. Mss suggested nurse to send the device to biomed for troubleshooting.